Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the 8mm monopolar curved scissors (mcs) instrument did not work well, it couldn't be closed properly. The instrument turned badly. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 2 da vinci products to perform failure analysis. The monopolar curved scissors (mcs) instrument and tip cover accessory were analyzed and the complaint was not confirmed by failure analysis. The mcs instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument blades opened and closed properly several times. The cut test was done three times and passed each time. The monopolar energy cord was connected to an in-house erbe generator and passed recognition as an energy device. The instrument passed the electrical continuity test. The instrument was fully functional. No product issue was identified. Additionally, the returned tip cover was placed at the returned mcs instrument and passed the fitting and movement test. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no damage and no functional issues. The mcs instrument and tip cover accessory were visually inspected and evaluated for their mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned products revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.